Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that the myotherm leaked at the inlet during priming. The customer added a tie band but this would not stop the leaking. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information: this issue has been reported before and we have added this tie band proactively to their custom pack so that in the future they do not have to keep adding it. Paxville with this change have not reached them yet. But in this case, adding the band did not solve the problem.

Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of leak on myotherm per product analysis as no product has been returned to date. After evaluation it was not possible to determine the root cause of this complaint. However, the manufacturing process and equipment parameters were reviewed, and it was identified all controls are in place to prevent this non-conformance during assembly. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assembly configuration show to be performed as required per specification. The device history record could not be reviewed as no lot number was provided. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.